Event description:
The caller alleged discrepant results when compared with lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the 1,2, and 3, are within the confident limit, as per internal procedure rev.2. Product will not be investigated, as per internal procedure rev.2. Since the product will be returned it will be tested.